Event description:
In f/u data of (B)(6) 2012, several mode switch (ddd/ddi) episodes are recorded, which happened between (B)(6) 2012. However, p waves autosensing histograms are recorded only during the last two months of the f/u time frame. Therefore measurements of p waves amplitudes during mode switch episodes were not stored in the pacemaker memory. Tech would like to have access to such info and requests an explanation.

Manufacturer narrative:
(B)(4) 2012. This event concerns a device that was mfg and used outside the united states. Analysis is pending.